Manufacturer narrative:
(B)(4). Product surveillance spoke with the caregiver (cg) on the report of a low drain volume alarm with air in the patient line during therapy. The cg reported the patient rolled onto the patient line before the alarm went off that night. Cg stopped therapy at that time, started over with new supplies and did a manual exchange. Patient has switched to hemodialysis for personal reason. Patient's peritoneal dialysis nurse was made aware of the alarm. Patient did not have any injury or harm as a result of this incident. The sample had been discarded. This complaint for a low drain volume alarm with a report of air in the patient line was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm during use on the homechoice (hc). Caregiver (cg) stated there was air in patient line and she had already disconnected the home patient (hp) to restart with new supplies. Technical service representative (tsr) assisted the cg in ending therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample is unavailable at this time. A follow-up MDR will be submitted if additional information is obtained.